Event description:
During a laparoscopic nissen procedure, the scissors' insulation tore. Quality engineering determined the cause of failure to be tearing by sharp instrumentation during use. This is the first incident of this kind and will be monitored for reoccurrence. The user was reminded to exercise caution when using sharps.